Event description:
It is reported that the customer stated that their insulin pump received a motor error. Customer said it has happened in the past 2 or 3 times. The patient's blood glucose was not reported. The insulin was sent back to be tested and had passed inspection. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with cracked reservoir tube lip. No other information was provided.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Pump received with cracked reservoir tube lip, scratched lcd window.